Manufacturer narrative:
X-ray of lead indicates two sections of the "j" stiffener wire were received. Since the electrode tip was not received, unable to determine the distance of the two fractured section in relation to the electrode tip. One section of the "j" stiffener wire measures approx. 29mm and the other section measures approx. 68mm therefore it appears that approx. 21mm of the "j" stiffener wire was not received with all recorded measurements adding up to approx. 97mm. Visual inspection under 30x magnification also indicates epoxy residue on the separated bond surface to the proximal side of the anode band.

Event description:
Device analysis is provided.